Event description:
Adjustable spacer block from loan triathlon ts instrument set would not adjust up or down. A second one was at hand and used for this case.

Manufacturer narrative:
An event regarding seizing of a the triathlon adjustable spacer block reported. The event was confirmed. Method & results: device evaluation and results: material analysis confirmed the reported event. Nc was raised to address the issue. Medical records received and evaluation: not performed as it was reported that there was no patient involvement and no adverse consequences associated with the event. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no similar reported events for the referenced lot. Conclusions: visual and functional inspection confirmed the reported event. An nc and CAPA was issued to address corrective actions.

Event description:
Adjustable spacer block from loan triathlon ts instrument set would not adjust up or down. A second one was at hand and used for this case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.